Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump (iabp) stopped pumping would not fill and would not start back. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. Performed system checkout on unit, unable to reproduce the issue the customer experienced. Unit performed without error. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.